Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot revealed similar complaints from this lot; however, there is no potential quality issue. Based on available information, the reported incomplete coaptation (single leaflet device attachment/slda) could not be determined. The reported poor image resolution appears to be due to ICD (implantable cardioverter-defibrillators) lead. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 3-4. It was noted imaging was challenging during the procedure. An xtw clip was inserted and deployed on the tricuspid valve. However, after deployment, the clip detached from the septal leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted, reducing tr to a grade of <1. There was no clinically significant delay in the procedure.